Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high defibrillation impedance on the right ventricular (rv) lead. Conductor fracture was suspected on the rv lead. Programming changes were performed to turn off therapies. The patient condition was stable.

Event description:
Related MFR report number: 2017865-2023-50507. Related MFR report number: 2017865-2023-50508. Additional information received notes that device interrogation revealed oversensing noise on the atrial lead and high capture threshold and extra cardiac stimulation on the left ventricular (lv) lead. The physician elected to explant and replace the rv, atrial, and lv leads. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of high defibrillation impedance and conductor fracture were not confirmed. Electrical tests did not find any indication of conductor fractures. Visual and x- ray examination did not find any anomalies with the exception of procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found one internal insulation abrasion breaching the ring electrode lumen and the etfe coating of the ring electrode cables underneath the right ventricular shock coil.